Event description:
Device malfunction: suture retrieval issue. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was withdrawn there was no suture present. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.